Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, patient reported a pairing failure. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be a failed transmitter error. Reported issue of pairing failure is reportable based on the finding of transmitter failure error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error via data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed as there was no voltage within the transmitter. The log was downloaded and reviewed finding a pairing failure. The allegation was confirmed via product. The probable cause was determined to be a failed transmitter error via product. No injury or medical intervention was reported.